Event description:
It was reported that the atrial lead dislodged once during the implant procedure. The next day during check up, the lead was found to be dislodged. The physician was not confident of the function of the lead, so it was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.